Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned for examination. Based on the product/lot code provided, the root cause is attributed to design. A device recall was performed during calendar year 2004 because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem. The reference / batch involved in the current complaint ((B)(4)) was part of the batches included in the recall. The devices are no longer laser etched on the device neck. Additional corrective action not indicated. Continue to monitor through trend analysis. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Corail neck fracture (etched on the neck).